Manufacturer narrative:
H.6. Investigation summary: two 10ml syringes were received and evaluated. One was in a fully sealed blister pack from batch 9170956 (p/n302995) and one was loose. It was observed the loose syringe had a lengthwise crack extending form the 1.5ml to the 7.5ml marking outside the grad lines, which was rejectable per product specification. No defects were observed on the syringe from the blister pack. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9170956 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that a cracked barrel occurred during use with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported there are cracks in the barrel of the syringes. I am reporting an issue with bd 10 ml luer-lok syringes ref 302995 lot 917956. We have encountered 5 different syringes with cracks in the barrel. Email rcvd 1/2/2010 - we have found 5 - bd 10 ml syringes luer-lok today that had cracks in the barrel. Lot 9170956. I have reported the finding to the customer service at bd and am awaiting a reply. Has anyone else had reports?" 5 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked barrel occurred during use with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported there are cracks in the barrel of the syringes. I am reporting an issue with bd 10 ml luer-lok syringes ref 302995 lot 917956. We have encountered 5 different syringes with cracks in the barrel. Email rcvd 1/2/2010 - we have found 5 - bd 10 ml syringes luer-lok today that had cracks in the barrel. Lot 9170956. I have reported the finding to the customer service at bd and am awaiting a reply. Has anyone else had reports?" 5 occurrences were reported.